Event description:
Nurse programmed a medication to go over 90 minutes and found that it infused in 35 minutes. There was no patient harm or medical intervention required. Although requested, no add'l patient or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.